Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that audio bolus button presses did not activate desired pump functions. The patient denied that the pump was exposed to trauma or moisture. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to audio bolus button presses. There is no evidence however, that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and the ok, contrast and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, the bolus button was found to be intermittently unresponsive. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.